Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate stent graft was implanted for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 17 years post implant when the patient returned for routine CT angiogram follow up on the (B)(6) 2019, a large increasein abdominal aortic aneurysm size was noted. It was reported by the physician to be a type iiib endoleak. A secondary procedure was carried out on the same date where two endurant limbs (etlw1616c124e and etlw1616c93e) were implanted. This intervention resolved the endoleak. As per the physician the cause of the endoleak can not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed; however, the endoleak type and cause could not be determined from the films provided. The anatomy at implant is unknown, and early post-implant & more recent CT¿s were not provided; therefore a comprehensive assessment of the stent graft in-vivo configuration could not be performed. Analysis of the still angiograms revealed a likely endoleak coming from the bifurcate ipsi limb. The endoleak appears most likely to have been a type iiib fabric endoleak. Lack of cine¿s during contrast injection did not allow for a more comprehensive determination of the endoleak source/cause. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the limb are a potential root cause(s) of the endoleak. Stent graft angulation and potential aneurysm morphology changes during the implant duration may have also exacerbated the fabric abrasion wear. Approximately 30mm below the distal end of the bifurcate ipsi limb, non-contrast images noted a ~2 ¿ 3mm gap between adjacent stent struts of the left limb extension, indicating multiple cut sutures. The likely cause was also due to morphology changes and limb angulation. Although no endoleak was observed, there was a potential for fabric tear(s) in this location whic h may have also contributed to the reported aneurysm enlargement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.